Event description:
The user facility reported that their system 1e was leaking water. The amount of water was estimated to be 1 gallon. No injuries or procedural delays/cancellations were reported.

Manufacturer narrative:
A steris service technician arrived onsite and observed the system 1e to be unplugged and the water supply to be turned off. The technician did not observe any water on the floor. The technician inspected the unit and found water under the tray in the drip pan of the system 1e. The technician stated that the amount of water had apparently accumulated from several cycles. The technician cleaned and dried the drip pan of the unit, ran several diagnostic and processing cycles and found the unit to be operating properly; the unit was returned to service. The technician advised the user facility the importance of daily cleaning and checks for the system 1e as instructed in section 9 of the operator manual.